Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 5.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporters facility name - (B)(6). E1: initial reporter facility number - (B)(6).

Manufacturer narrative:
E1: initial reporters facility name - (B)(6). E1: initial reporter facility number - (B)(6). Investigation results: the device was returned for evaluation. Visual inspection confirmed that the balloon was not in a folded configuration, indicating exposure to positive pressure. Leak testing identified a pinhole in the balloon material located approximately 6 mm distal to the proximal marker band. The rated burst pressure for this device is 24 atmospheres. Further visual and tactile examination of the device shaft revealed no kinks or abnormalities. Inspection of the device tip identified no damage. Additionally, both marker bands were present, properly positioned, and showed no signs of damage. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event risk review: a risk review performed for the gladiator device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was adverse event related to procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 5.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.